Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to pain. (Right)

Manufacturer narrative:
After the initial report it was determined that there was serious injury that occurred. Please void the initial report.